Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6944-58 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that when performing wireless telemetry a pop up appeared as "noise." The electrograms and markers were intermittent. The electrograms were noted to work fine with a wanded programmer. The device remains in use. No patient complications have been reported as a result of this event.